Event description:
During a routine shift check by a clinician, the device displayed a "pacer fault 115" and a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.